Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 130 units while customer expected around 170 units, and difference was greater than 30 units even though displayed value was changing as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Customer will continue to use current pump.